Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed a (B)(6) infection at the implant site, subsequently, the patient was treated with a topical antibiotic (date and duration not reported).